Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"My gums in the front especially at the front top is sore and saggy with blood. When I wake up in the mornings my aligners are full of blood" sensitivity: true, excessive bleeding: true.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.